Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra ping meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot ping owner¿s manual, an error 1 prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 7pm she attempted to test on the meter and the alleged issue occurred. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2013 at 7:30pm, she had her usual dinner. The patient reported 30 minutes later she developed symptoms of drowsy and having a headache which she associated with high blood glucose. The patient reported at 7:45pm, she guessed how much insulin and had an increased dose of humalog, 3 units and drank a lot of water and reportedly felt a little better. The patient reported on (B)(6) 2013 at 8:45pm, she tested on her daughter¿s meter and obtained a reading of ¿300¿s mg/dl¿ and had 5 more units of humalog and felt better. At the time of troubleshooting the cca confirmed it was not the first time the meter had been used. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.